Event description:
A customer reported that the battery of their t:slim x2 pump would not charge, and the pump screen was unresponsive. The customer confirmed that using different charging cables and a wall adapter eventually resolved the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support provided a replacement wall adapter and charging cable, and the issue was resolved with no additional assistance needed for setting up the replacement pump.